Event description:
The customer reported obtaining low sodium (na) results for seven patients on their au5800 clinical chemistry analyzer. One patient with low result was reported out of the laboratory. The patient was sent to emergency room and had the sample redraw and was repeated. The result was later amended. The patient was not treated due to initial low sodium result. The patient was then sent home after obtaining normal result. No further information was provided. The customer also repeated the other six samples and reported correct results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer only provided the results for an ER patient.

Manufacturer narrative:
The customer performed their own troubleshooting with support of beckman customer technical specialist and replaced the sample probe, sample syringe and buffer syringe to resolve the issue. The customer performed calibration and control, which all passed. The customer indicated the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).